Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the data log did not confirm the reported event of a pairing failed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on (B)(6) 2017. Complaint for a pairing issue could not be confirmed. However, a transmitter failure was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a transmitter failure this is now being reported. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.